Event description:
It was reported that during a hip labral attachment surgery the surgeon could not get the devices ar-3638h (lot 13874341) tightened after implantation of the devices. The surgeon tried this device for the first time. The suture did not go through the anchor even with extremely hard force. This happened three times and than the surgeon changed to the s&n suturefix. The sutures were cut from the devices and the anchors stayed in the bone. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.